Event description:
The target lesion was proximal left anterior descending artery. The vessel was an instent restenosis of a multi link, 4.0/23mm stent. The lesion was bifurcated and an aha/acc classification of type c. The lesion length was 23.54 mm and vessel diameter was 3.21mm. The index procedure took place in early 2005. The procedure was an elective case. Cypher (3.5/23mm) was implanted at 15 atm for 40 seconds by direct stenting. There was no pre or post dilation. Ivus was conducted. The residual % of stenosis was 0%. Timi follow before and after the procedure was 3. Act was not measured. In 2008, the pt complained of thoracodorsal pain. Cag was conducted, and thrombus was observed in cypher towards distally. To treat the thrombus, an aspiration and poba with a balloon (size was unk) was conducted. Inflation time and pressure were unk.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional info will be submitted within 30 days of receipt.